Event description:
Customer reports the following: "biomed reported failures in logs, occlusion sensor and flow control, no patient harm." The safety management log indicates multiple occlusion sensor failures. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.